Manufacturer narrative:
The insulin pump had intermittent dow arrow button response due to a flattened dome switch. The keypad connector was not unlocked. The insulin pump powered up properly with no blank display. The insulin pump was received with normal operating currents and passed the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was monitored and no unexpected low battery alarm or battery out limit alarm was noted. No damage was noted to the isolation tape and no cosmetic damage was noted.

Event description:
The customer reported via telephone call that the insulin pump was going through batteries more quickly than usual. The customer stated he went through seven different batteries and none of the buttons were responsive. The blood glucose reading was 230 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contact and the display did return. The insulin pump passed the self test. The customer also reported that the down arrow button did not feel right and wanted the insulin pump replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.